Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, pulse generator interrogation found the device to be operating in backup vvi mode. No patient symptoms were reported. A device download successfully restored the device.